Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of restenosis is a known observed and potential adverse event as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that a 6-8 x 30 rx acculink stent was implanted in the right internal carotid artery on (B)(6) 2012. On (B)(6) 2013, 284 days post index procedure, severe in-stent restenosis was diagnosed. The patient has had no neurologic symptoms. Percutaneous translumenal angioplasty was performed on (B)(6) 2013 for treatment of restenosis and the event was considered resolved without sequela.